Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a fracture of the tubing at the junction between the pump and right cylinder. A new inflatable penile prosthesis was implanted. No patient complications were reported.